Manufacturer narrative:
H3: product ID 97755 serial# (B)(6) was returned for product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the implantable neurostimulator (ins). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Pt called back in stating that they paddle they had first sent was working well, but then they received a second paddle in the mail. Pt confirmed the serial number matched their original rechargers serial number. Pt stated after they started using the original one, they started to have issues that said to call medtronic and it wouldn't charge. During the call today pt confirmed the message was recharger problem cannot continue please call medtronic. Email was sent to repair to replace the recharger.

Event description:
Information was received from a patient regarding an external device. The reason for call was that they were supposed to get a phone call from a representative regarding having their implanted neurostimulator reprogrammed or updated, however they hadn't heard from anyone yet. Pt confirmed that they were trying to get in contact with a rep through their hcp. Pt said that they called back four times and left messages even. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. Pt then reported that they were having trouble with the charger as when they were trying to charge the ins, sometimes the controller would shut off and say that the controller needed a new battery. Pt said that they would have to restart the recharging process four time before the ins would start charging. Agent had the pt reset the controller and then unlock the controller; pt said that the controller battery was at 80% and that the ins battery was at 70%. Pt did not have the ac power supply or recharger present during the call, so agent was unable to do any further troubleshooting with the pt. Agent asked the pt to call ps back once they had all of the equipment present. When asked for the event date, pt said that it was probably about a week ago. Additional information received from the patient. Pt called back with all equipment available for troubleshooting. Pt repeated previously documented information. Pt confirmed their controller charged from ac power up to 100% without issue, but struggles to deliver charge through recharger into implant. Pt said they got a couple repetitive errors; the controller would turn off and not come back on, battery would deplete from controller and display 'battery low' when trying to charge ins, check/replace controller batteries, and another that had numbers and said call medtronic. Pt denied heating of recharger, and upon inspection of both controller and recharger connector pins no damages were noticed. Agent reviewed with pt the 'replace battery message' and explained would send recharger replacement. Pt called reporting he was sent the wrong part and got sent a paddle. Pss advised we would be sending the rtm with the known messages pt reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot (B)(6) , ubd: , UDI#: b3: date is approximate. Month and year are confirmed valid. H3: product ID: 97755, serial/lot (B)(6) , was returned for product analysis. Analysis found the complaint was unable to be ve rified. They found no issues with finding or charging the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.